Manufacturer narrative:
This report is being supplemented to provide the device evaluation, correction to g2 and additional information based on the legal manufacturer's final investigation. G2 - corrected the country to portugal and checked foreign. The suspect device has been returned to olympus for evaluation. The olympus service center completed a full technical evaluation which found a loss of tightness due to breaks in the connector that goes to the video processor. Testing was unable to reproduce the event reported by the customer and camera head presents an image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 12 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of no image could not be determined at this time as the event was unable to be replicated. Olympus will continue to monitor field performance for this device.

Event description:
Olympus ((B)(4)) was informed by the nurse at the user facility that the high definition camera head was connected to the tower and if was found that it "did not show any image" during an unspecified event. The event did not occur during procedure so there was no risk or harm to the patient. The hospital replaced camera with another device. The camera will be returned for service.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.